Event description:
Home pt reported a "hole" in a minicap. Per home pt, the hole was noted at the end of the cap with betadine leaking out. Per home pt, no pt injury or med intervention associated with this incident.